Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3; h4; h6 the lot number etched on the instrument is the vendor's lot. A comparison of inventory transactions to the customer's purchase history found 13 possible lots that were previously reported. Their corresponding manufacturing dates are as follows:  255860 (mfg date: mar 7, 2020) 061220 (mfg date: feb 26, 2020)  394390 (mfg date: dec 30, 2019) 394370 (mfg date: dec 30, 2019) 623130 (mfg date: oct 27, 2019) 623100 (mfg date: oct 27, 2019) 894590 (mfg date: jul 15, 2019) 894520 (mfg date: jul 15, 2019) 894500 (mfg date: jul 15, 2019) 894450 (mfg date: jul 15, 2019) 894250 (mfg date: jul 15, 2019) 714360 (mfg date: jun 26, 2019) 229520 (mfg date: jun 3, 2019) visual examination of the returned product confirmed that the drill had fractured at the start of the fluted section. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier dhrs were not requested because the raw material certificates showed material is conforming to specification. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The lot number etched on the instrument is the vendor's lot. A comparison of inventory transactions to the customer's purchase history found 13 possible lots: 255860, 061220, 394390, 394370, 623130, 623100, 894590, 894520, 894500, 894450, 894250, 714360, 229520, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately four (4) weeks ago during surgery, the drill tip broke while surgeon was drilling pilot hole. The surgeon used a spare drill tip to complete the surgery and patient did not experience any harm. Attempts have been made and no further information has been provided.